Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited premature depletion. The device has only administered 2 shocks during the implant procedure. The device output is normal. The patient is 95% ventricular paced. The device remains in service. Additional information was received stating the device continued to displayed battery depletion.a save to disc will be completed and sent for analysis.